Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check, noise was seen on the right ventricular pace/ sense lead inhibiting pacing. Noise was not duplicated with isometric exercises. During the elective replacement of the leads were inspected and manipulated while connected to the psa. When the lead was checked for noise connected to the new pacemaker and manipulated the leads. No noise was noted. The physician made the decision not to replace the lead at this time. Lead measurements were normal. Patient did not suffer any complications. Patient was in stable condition with no issues related to the procedure.